Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set was leaking at the connection part. The leak was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. The reported issue of leakage was identified during the visual inspection of both the retuned sample and the photograph of the sample. The solution came out between the connector and tubing, not through the white connector. The pump transfer tube set had a loose joint. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.